Event description:
It was reported that the battery reamer drill device did not rotate. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was dead. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to various worn electrical components and bearings deterioration from normal wear out, which is normal use. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.